Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 58 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® cpt¿ nc: 0.45 ml ficoll¿: 1.0ml that there was glass breakage during use. This occurred 2 times. The following information was provided by the initial reporter: during centrifugation, 2 cpt tubes broke (on different days). Due to the gel barrier, the pieces of broken glass are totally stuck inside the adapters for tubes of our centrifuge. As a consequence, we cannot use one of our 2 centrifuges and we are working half capacity.